Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer was still connected when customer adjusted the reservoir in their pump. It was noted that the plunger of the resevoir may have been pushed while doing the set change. About an hour later, it was stated that customer began to have lbgs. Troubleshooting was done and the pump passed the testing.